Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken. The broken ends of the cutting were blackened and melted in appearance (see figure 1, page 3). This indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unknown, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator setting. A review of the complaint database did not identify any additional complains for this lot. The device history record for this lot was reviewed; no anomalies were noted. The december 2007 15-month jagtome rx sphincterotome product family complaint trent report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A jagtome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient (weight unknown) in 2008. According to the complainant, "the physician cannulated the cbd during a sphincterotomy. He stopped and repositioned the sphincterotome. When he hit the cut pedal on the diathermy to cut further, the 20mm cut wire snapped." The procedure was successfully completed with another jagtome rx sphincterotome. No patient complications were reported as a result of this event.